Event description:
It was reported that the signal artifact monitor disabled the minute ventilation feature of the pacemaker due to detection of right ventricular (rv) artifact. The rv pace impedance was trending in the 500 ohms range; however, there were intermittent increases (values not reported). Provocative maneuvers were performed and did not elicit impedance changes; however, it was observed that the rv threshold had increased. It was planned to follow-up with the patient in december 2023. The pacemaker and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.